Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. D4 batch #344c63. Additional information was requested, and the following was obtained: 1.was a leak test performed? If so, what type and what was the result? Yes. Michelin test. 2. Was the staple line visualized endoscopically during the initial surgical procedure? The staple line was visualized endoscopically and laparoscopically. 3.how many days postoperative did the leak occur? 0 days. 4. How was the leak identified? After the michelin test and visual. 5. What was observed at the site of the leak upon reoperation? Everything happened in the same procedure. During stage 4 endometriosis surgery a discoid resection was performed and following stapling with the echelon circular stapler a defect (hole), no staple was pulled in this area. As a result, a segmental colorectal resection was performed. 6. How was the leak addressed? The patient underwent a segmental resection of the rectum. 7.what is the surgeon experience with the device and the procedure? 4 years with the device 6 years with the procedure 1. Could you please clarify if there were any patient consequences? Yes, the surgery took aprox. 1 hour longer and a segmental colorectal resection was performed 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33b device arrived with the drivers and knife exposed and there were no staples present; however, the casing half washer was returned bent above the knife. Also, the knife had nicks. The knife was not able to retract. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the driver links were found to be damaged causing the disengaged from the compression element. Damage noted on the legs of the drivers and the compression element is a likely cause for the knife not retracting below the guide face. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and the driver's link in this case is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 344c63, and no non-conformances were identified. Upon further review of the reported event by ethicon medical safety officer, it was concluded that this event does not meet the defined criteria for a serious injury. As the conversion from discoid resection to standard segmental rectum resection with no change to the postoperative care of patient does not meet the criteria of a serious injury, the event is being considered a malfunction.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? Yes, the surgery took aprox. 1 hour longer and a segmental colorectal resection was performed. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during stage 4 endometriosis surgery a discoid resection was performed and following stapling with the echelon circular manual stapler a defect (hole) remained - no staples were pulled in this area.